Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were removed. The devices top case was cracked by the front left bottom corner and bottom case cracked by the "l" bracket pole clamp. There was no visible contamination. Force sensor test was found in error history log several times. Power up process was performed with use of biomed diagnostics monitor analog sensors. Intermittent force reading occurred when plunger tube was moved. The reported issue was caused by plunger cable ( internal electrical short). Force reading with no pressure applied force count =1023 (reading fluctuates) and force is @ 23.64 lbs. (Intermittent readings). The customer replaced components on the plunger head and during repair process plunger cable got damaged. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the reported issue was determined to be customer caused damaged the plunger cable during their disassembly or reassembly of the pump. Actions/repairs were done to correct the reported issue: replaced plunger cable and performed power up process.

Event description:
It was reported that the device continued to alarm force sensor test after the battery, plunger cable board and force sensor were replaced. No patient injury was reported.